Event description:
It was reported that the patient had her device removed due to recurring incontinence. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional devices: pump catalog: 72402287, serial (B)(4), exp. 04/27/2011, mfg 05/2006, implanted 08/16/2006. Cuff catalog: 72401980, serial (B)(4), exp. 07/24/2012, mfg 07/2007, implanted 02/28/2012. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.